Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the customer experienced a possible under infusion/back check valve failure. There was patient involvement however patient outcome is unknown. This was reported to bd representative's while on site.

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the report of an under-infusion/check valve failure could not be confirmed or replicated. No logs or devices were received for testing during the investigation. No device was returned for this investigation; therefore, an external and internal inspection could not be performed. No suspect logs were attached for this investigation. There was no device returned for investigation; therefore, log analysis could not be performed. No suspect device was returned for this investigation; therefore, testing could not be performed. Per bd alaris system user manual v12.3.2, secondary applications require the use of a check valve or clamp on the primary IV line to prevent backflow of secondary medication into the primary line. The secondary infusion set must be primed prior to beginning the secondary infusion. The secondary solution container must be higher than the primary solution container. 1. Open secondary infusion set package, remove set and close clamp. 2. Insert infusion set spike into prepared fluid container and hang secondary container, following accepted hospital/facility procedure. 3. Fill drip chamber to 2/3 full. 4. Open secondary infusion set clamp and prime set. Close clamp. 5. Attach secondary infusion set to upper injection site on primary set. 6. Using the hanger provided with secondary infusion set, lower the primary fluid container to height indicated in following illustrations per secondary infusions: backpriming technique tip sheet, when the infusion starts, ensure drops are falling in the secondary drip chamber and no drops are falling in the primary drip chamber. Helpful hints: if flow from the primary container occurs, the primary container may need to be lowered on an additional hanger. Secondary flow rates of 500 ml/h or higher may result in unwanted flow from the primary container. Backpriming of glass or semi-rigid containers may wet the vent, so it is not recommended. The devices were reported in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the potential under-infusion/check valve failure could not be identified during the investigation, as no device was received for testing and inspection. Inspection and testing of the incident administration and secondary sets could not be performed to determine if any issues existed with the primary set check valve since the incident administration and secondary sets were not returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the customer experienced a possible under infusion/back check valve failure. There was patient involvement however patient outcome is unknown. This was reported to bd representative's while on site.